Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No adverse patient effects were reported. Additional information from the field indicates that the lead was explanted as it had dislodged after an open heart surgery. The dislodgement was confirmed via x-ray. Repositioning of the lead was attempted, but would not stay in place. Thus, a new lead was implanted in its place. The lead remains in hospital possession.